Event description:
It was reported that ¿the drug amount informed in the programmer was different than the drug real values into the pump.¿ the event was noted to have occurred pre-operatively on (B)(6) 2014. It was also noted that the actual or expected explant/revision date of the pump (serial number (B)(4); manufacture date 2012-04-16, reportedly implanted in (B)(6) 2006) was (B)(6) 2014, that the product would be returned for analysis, and that it was not replaced. There was no harm, injury, or death to the patient, and there were no actions required as a result of the event. According to a second source document, it was noted that the pump (serial number (B)(4); manufacture date 2012-04-16, reportedly implanted in (B)(6) 2006) was replaced with another company pump (serial number (B)(4)), but the replacement date was not specified. On (B)(6) 2014, it was reported that the patient was doing ¿ok,¿ and that the therapy was effective. Additionally, it was noted that the device would be sent to the responsible department. As the timing of the pump replacement was not clear, and the patient was reported to be preoperative on (B)(6) 2014, additional follow up is being conducted to clarify the reported events and the pump date discrepancies. If additional information is received, a supplemental report will be filed. The pump was being used to deliver morphine.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Event description:
It was now reported that this patient the pump changed on (B)(6) 2014. Additional information was requested to verify the dates provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that reportedly the patient had a pump changed on (B)(6) 2014. At this time, despite numerous attempts to clarify, it remains unclear if a replacement did occur or what that pump was. However, the representative stated the only information they had was that the pump (B)(4) was implanted in (B)(6) 2006, despite a manufacturer date noting 2014-04-16. It was further confirmed that pump (B)(4) was replaced on (B)(6) 2014 as the drug amount informed on the programmer was different than the drug real values in the pump. On (B)(6) 2014, pump (B)(4) was then implanted in this patient. Should additional information be received, a supplemental report will be filed.

Event description:
It was further reported that the pump with serial number (B)(4) was replaced with the pump with serial number (B)(4) on (B)(6) 2014. The reason for the pump replacement was confirmed as the "the amount informed in the programmer was different than the drug real values into the pump." Additionally, it was clarified that the patient was not pre-operative on (B)(6) 2014, as was previously reported.